Event description:
The physician attempted to use three different coils in the pt's aneurysm and all three failed to detach. The pt was not harmed and all coils were removed safely. Three other coils were placed successfully to treat the aneurysm. It was noted that the vertebral artery was very tortuous. This MDR is associated with MDR 3005168196-2011-00310 and 3005168196-2011-00312.

Manufacturer narrative:
Device investigation: results code: the visual analysis of the two pusher assemblies indicate that the assemblies are in a normal post-coil detachment state. The distal detachment tip inner diameter measurements are within specification. The proximal constraint of the coil od is within specification. Visually, the pusher assemblies are consistent with properly deployed coils. The coil is complete and has both the proximal and distal ends in place. Based on the visual analysis, these units were functional at the time of use. Conclusion code: the complaint described significant tortuosity in the pt's vessels. It is known that if the spiral cut portion of the hypotube of the coil pusher assembly encounters tortuous anatomy, the pull wire may encounter friction making the release of the coil difficult. This may have been the reason for the difficulty detaching the coils in this case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.